Event description:
It was reported by factory service that the unit failed the hipot test during final release testing. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. During internal release testing of a device returned from a customer for refurbishment, release testing indicated that a hi-pot test performed during testing failed. Replacement of the defib circuit board assembly resolved the failure. The device passed all testing and returned to the refurbishment pool of devices.